Event description:
It was reported to philips that the system could not boot up. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. During troubleshooting, the fse checked the power up status of the system and found that the system was unable to get into the user interface. So, the fse reinstalled the system software to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.